Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 allegedly due to pain and suspected pseudotumor. It was reported that the surgeon noted during the revision that two acetabular screws were fractured. All components were removed and replaced; however, a portion of one of the fractured acetabular screws allegedly remains in the patient's body.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant." One damaged screw and the head portion of one fractured screw were returned for evaluation. It cannot be determined which screw belongs to which lot. Evaluation of the returned screws confirmed that one screw had fractured, but the fracture surface appeared to have been heavily damaged post-fracture; therefore the fracture mode and initiation site could not be determined. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2012-01290, 01291, 01292, 02415 & 02416).